Manufacturer narrative:
(B)(4). Batch # u5dr7e. Investigation summary : the product was returned for evaluation. Visual inspection and functional test were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. During the visual inspection, when the bailout door has removed the part that pressed the actuator switch for the internal circuit on the bailout door was damaged. The device was tested for functionality with a test battery in the straight position with a test reload and a test bailout door. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the bailout door became damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.